Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a pt presented emergently with a bleeding aorto-esophageal fistula. A gore tag thoracic endoprosthesis was successfully implanted. Six months later, the pt presented again with bleeding from either an indeterminate endoleak or from the fistula site. A second procedure using an additional tag device was successfully performed to resolve the issue. It was noted during the re-intervention that the tag device opened for use had a broken hub. Another tag device was prepared and used as stated above. The pt tolerated the procedure.